Manufacturer narrative:
Additional information. One (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿the fast fix was used and calibrated in 16, and then it was placed, t1 was passed, the needle was removed to place t2, but this was deployed before time and it was not possible to make the correct fixation.¿ this is a single use device that requires no calibration. The device was found previously cycled. T1, t2 and suture were returned freed from the needle. The distal tip of the depth limiter was very creased and misshapen from tissue resistance and probing. The delivery needle is slightly twisted right and the delivery curve is somewhat flattened. These symptoms are consistent with tissue resistance and difficulty in reaching intended anchoring location. The device still cycled and actuated as expected. Per instructions for use: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacture of the device was confirmed. Corrected information.

Event description:
It was reported that, during an unknown surgery, the fast fix was used and calibrated in 16, and then it was placed, t1 was passed, the needle was removed to place t2, but this was deployed before time and it was not possible to make the correct fixation. For this reason the peek had to be passed again. A back-up device was available to complete the procedure. Neither surgical delay nor patient injuries were reported.

Event description:
It was reported that during the surgery the fast fix was used and calibrated in 16, and then it was placed, t1 was passed, the needle was removed to place t2, but this was deployed before time and it was not possible to make the correct fixation. For this reason the peek had to be passed again. No patient injury reported. Back-up device was available.